Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
On (B)(4) 2019 maquet (B)(4) became aware of an issue with one of surgical lights- hanaulux 2004. As it was stated, the light head detached during preparation for the procedure in the operating room. There was no injury reported however we decided to report the issue in abundance of caution as the detachment of the light head may lead to a serious injury. (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
On(B)(6)2019 maquet sas became aware of an issue with one of surgical lights- hanaulux 2004. As it was stated, the light head detached during preparation for the procedure in the operating room. Fortunately, there was no injury reported however. The device has been recognized as hanaulux 2004 device with spring arm serial number 9204171. Manufacturing date of the spring arm is(B)(6)2017 . The installation date of the device affected is (B)(6) , 1993. The device was in use for 26 years before the malfunction occurred. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event. At the time when the event occurred the device was being used for patient treatment. During the investigation it was found that the issue investigated herein is single and isolated event. The investigation was performed by manufacturing site and it appears that the light head detached from the spring arm due to the mechanical coupling between the spring arm and the main arm has failed. The malfunction occurred due to the fact that circlip missing. The most probable root cause is an incorrect fitting (circlip not fully seated in its groove) during last spring arm replacement. It is worth noticing that all instructions how to install or remove the spring arm in the surgical light are given in the installation manual. The circlip needs to be checked immediately after assembly process according to the manual. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number 2019-63142.

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer's reference number (B)(4).